Event description:
It was reported during in clinic follow up that the atrial lead exhibited high capture threshold. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.